Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the simili wood handle of the screwdriver leaves residues in the tray and peelpack. Sterilization dept do not want to risk sterility issue and refuse to sterilize it because of the risk. This report is for one (1) small hexagonal screwdriver 2.5mm width across flats. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on information provided and due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Visual inspection: the scrdriver-hex-small w/hold-sleeve (part # 314.020/ lot # 2197) was received at us customer quality (cq). Upon visual inspection, it was observed that the complaint device leaves residue. The device is more than 10 years older, and must have been subjected to more than 200 reprocessing cycles which would have caused the complaint condition. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was not performed as there was no observed visual defects that warranted a dimensional inspection. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the received device. Although no definitive root-cause can be determined it¿s possible since the device was subjected to hundreds processing cycles which includes washing/disinfecting and steam sterilization caused the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.